Event description:
Dr was cutting about 2.5 minutes and the handpiece just stopped. Traded over the old handpiece with the new. Primed and continued the case for about 2 more minutes without incident.

Manufacturer narrative:
The unit is not being returned for evaluation. It is not possible to verify an assignable cause for the issue without evaluating the unit. Insufficient information for a complete investigation. The DHR for lot 11213-07 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 11213-07. There were a total of (B)(4) reported unit failures from this lot. This lot has a failure rate of (B)(4).